Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed to open. The field service engineer (fse) was informed by the customer of multiple drawer failures on the half-height cubie drawers. The diagnostics tool showed micro errors on both drawer cubie pockets. The device was shut down to address the errors. The fse reseated the row board and retractor band cables on both drawers and replaced the retractor on drawer. After rebooting the device, it was found that the pyxibus cable was damaged and replaced the new pyxibus cable. The half-height cubie drawer was verified to be operational using the diagnostics tool, and the customer was able to open and inventory the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that abd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.